Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the blade broke in half. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner shaft broke 0.524¿ from the distal face of the inner hub which would have resulted in the reported malfunction. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area consistent with aggressive use. There were no bends or signs of a concentricity issues. A review of the xpi did not indicate any evidence to point to improper manufacturing and there are checks for damage throughout the process. There was no allegation of a defect prior to use / placement into the handpiece. The information indicates excess pressure was applied while in the handpiece during rotation which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. There were no signs of heat deformation or discoloring. (B)(4). If information is provided in the future, a supplemental report will be issued.